Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 86mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners and minor scratched lcd window.